Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 43-49 mg/dl; cause was unknown. Customer gave glucagon injection to address bg level and called emergency medical technicians (emt). Emt transported customer to the emergency room (ER). No treatment was provided at the time of the event and customer was released from the ER 1.5 hours later with the issue resolved and no permanent damage.